Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of below 20 mg/dl at the time of the incident. The customer was given intravenous fluids to treat. The customer experienced symptoms such as sweating, shaking, feeling cold, and loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The caller stated the customer is s brittle diabetic who needs sensors to detect lows, and may have felt he was not receiving enough insulin and over bloused. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.